Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a pair of false negative result occurred. Confirmatory testing was performed using an additional test and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received negative results after taking both test kits but the customer took an "official" test, and received a positive result. Problem description: verbiage from email: ¿we ran two test prior going to get an official test to return back to work... Official test came and both remained positive... ¿.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding the complaint that alleges ¿received negative results after taking both¿ bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿tests; but took an "official" test, and received a positive result.¿. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing with bd (B)(6) at-home covid-19 test a pair of false negative result occurred. Confirmatory testing was performed using an additional test and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received negative results after taking both test kits but the customer took an "official" test, and received a positive result. Problem description: verbiage from email: ¿we ran two test prior going to get an official test to return back to work official test came and both remained positive."

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Product is eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed